Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported by patient's mother that the patient underwent spinal surgery due to on-going back issues on (B)(6) 2015. The patient had regular post op follow up appointments with surgeon. The patient was walking her dog in 2016 and experienced a fall; x-ray indicated there are 2 broken screws. Patient is experiencing pain as a result. It was indicated by the mother that the patient can not afford to take off work to have the needed revision. Patients mother indicates she feels that the breakage of the screws is the result of defective product. Components in use listed as concomitant devices are: (B)(6).

Manufacturer narrative:
Investigation: no product at hand. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: the problem is most probably patient related. Rational: according to the case description, the screw breakage was caused by a fall of the patient. Based on our quality standards and our manufacturing test documentation, we exclude a material or manufacturer caused error. Furthermore we found no hint for bone graft in the x-rays. In the IFU it is noted, that a usage without bone graft decreases the probability of a successful junction of the bones. No CAPA is necessary.